Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery and customer experienced high blood glucose. The customer's blood glucose was 464mg/dl. She had started to do a bolus on her pump then when she received the no delivery. The customer declined the high blood glucose troubleshooting.